Event description:
It was reported that the patient had an episode of ventricular tachycardia that was accelerated by anti-tachy pacing. The device was unable to deliver 35 joules due to short circuit protection manifested by low shock impedance. It was also reported that this was a potential lead fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed, and the distal conductor was found to be fractured. It was also noted that there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing environmental stress cracking breach/breach (non-electrical), the outer tubing was torn, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, and there was blood in/on the helix/lobe mechanism.